Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed as there is insufficient or unconfirmed product/event information. There is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic sp system was reported.

Event description:
A patient who was enrolled in a study, underwent a da vinci assisted nipple sparing mastectomy surgical procedure. Intra-operatively, the patient experienced a skin burn injury on the left breast. The study investigator suspects the burn injury was due to thermal spread from a fenestrated bipolar forceps (fbf) instrument. The skin burn was treated intra-operatively via a skin excision and the event was reported as resolved at that time. There was no report of a da vinci device malfunction. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the fbf instrument did not malfunction during the procedure. The instrument was being used for bipolar coagulation of the tissue where the patient had excisional biopsies. The physician believes the complication could have been likely due to using the fbf instrument on the scar tissue itself. It was also thought that the complication could have been due to a breast retractor light. There was no determination of what the exact cause of the burn was. These were just the physician's suspicions. No arcing or sparks were coming from the fbf instrument or any of the other instruments. No, da vinci system or instruments malfunctioned during the procedure.